Event description:
The international customer reported the ventilator alarmed and went vent inop due to a pressure sensors failure and data acquisition pcba adc reference failure occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported there was no patient harm. The manufacturers service technician reported the power management pcb board was replaced to address the reported problem.